Event description:
Customer reported that nurse received a needle stick after injecting patient due to shield not locking on autoshield. The nurse had blood work done and in six (6) months, blood work will be repeated.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.